Manufacturer narrative:
(B)(4). Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform the displacement test due to no button response. Insulin pump received with stained end cap sticker, stained address, serial number label and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump was no longer working. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.